Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, no video when the scope was plugged into unit due to a defective patient board and a bad video socket. Additionally, dust was found in the video socket which caused a issue with the video. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no video when the scope was plugged into unit due to a defective patient board and a bad video socket. Additionally, there was dust found in the video socket which caused a issue with the video, a loose scope and the software version 3.10 needed to be upgraded to 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty socket was caused by dust; however, the definitive root cause of the defective printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.